Manufacturer narrative:
Technician told the account to isolate the side rails. The account isolated both side rails and has an error on the scale board. Technician asked the account to isolate the scale load beams and that they may need a scale board. The account said they opened up the left head scale pod board and it was charged like it had shorted. Technician recommended changing the scale board. No further info is available on the repair of the bed at this time.

Event description:
The account alleged that the scale and the pt position module are not working on either side rail. No injuries reported.